Event description:
It was reported that during a left common iliac pta/stenting treatment procedure, the 6f iliac unistep plus 10x20x75 wallstent was shorter than expected. The wallstent was prepped and loaded onto the guidewire and the delivery system was introduced into the patient's body. At that time, the physician noted that the undeployed wallstent appeared shorter than expected. The undeployed stent and delivery system were removed from the patient's body. Another 6f iliac unistep plus 10x20x75 wallstent was opened and the length of the undeployed stent of this second device was compared to the undeployed stent length of the first device. It was noted that the stent on the first device was shorther than the stent on the second device although both were labeled with the same lot number. The second stent was successfully implanted without patient complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.